Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: 4222911. D4. Medical device expiration date: 31-dec-2025. H4. Device manufacture date: 09-aug-2024. D4: unique identifier (UDI) #: (B)(4). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 135 tubes between two batches. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation from catalog 367856, lot number 4222911, which shows a black dot on the tube. The exact cause for the customer¿s failure mode could not be determined. Additionally, bd received another photo for investigation from catalog 367856, lot number 4257240, which also shows a black dot on the tube. The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4222911 and 4257240, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 135 tubes between two batches. No adverse impact was reported regarding the patient or user.